Event description:
A physician reported during an intraocular lens implant procedure, there was a linear foreign material on the lens surface when stretched the haptics. It could not be removed by ia, and the surgery was completed on the same day. There seems to be no problem with the patients at this moment. Additional information has been requested.

Manufacturer narrative:
A photo was provided. The photo is of the eye. Due the photo being taken of a computer screen, the screen distortions do not allow for visualization of the reported material. A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The used company cartridges was not returned for evaluation. A photo was provided. The photo was of a monitor showing the eye. Due the photo being taken of a computer screen, the screen distortions do not allow for visualization of the reported material. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. A qualified lens and handpiece were indicated with a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. The company cartridge complaint product was not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. A non-qualified viscoelastic was indicated. Per the instruction for use (IFU): the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).